Manufacturer narrative:
Date of event: (B)(6) 2015. Additional suspect medical device components involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead; model #: sc-4316, lot #: 17279172, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient acquired an infection at both ipg and lead site. The symptom was a persistent drainage that began shortly after a previous surgery where the wounds never closed completely. Multiple antibiotics were used to treat the infection. It was determined that the infection was not device related. The patient underwent an explant procedure. The patient was reportedly doing well postoperatively.